Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported there was an ongoing issue with the tube feed tubing pulling air into the line shortly after starting the feed. The patient is on bolus feeds and stated this issue happened with every feed. The tubing would initially prime, then when the feed was started it would immediately pull air. When trying to reprime, they could see it pulling air into the tubing despite the feed container being new and full. Three pumps were used, but the issue persisted. They used a different tubing set that contained 2 bags and poured the feed into the bag versus spiking the feed container. This solved the issue.

Manufacturer narrative:
H 4 device manufacture date was added. The device history record (DHR) review showed all acceptance criteria inspections were within acceptable limits during the production process. A sample analysis could not be performed because no photograph was available, and the device had been disposed of by the customer. The reported condition could not be confirmed. Based on the present information, a root cause could not be determined, and an action plan is not required at this time. Staff were notified of the reported condition, to raise awareness. This complaint will be used for tracking and trending purposes.